Event description:
It was reported that device got fractured. A 145 guidezilla was selected for use. During procedure, a non-bsc guidewire twined with the guidezilla and the device became fractured/tore when the stent was removed from the patient. There were no components of the device left inside the patient's body. The device was completely removed without intervention. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.